Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the insertion axis on arm4 was stuck. It was possible to insert the instrument only approx. 10 cm. System was not connected to onsite, no live logs available. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked caller to check and restore connection if possible. Caller checked but cable was connected but still no connection to onsite. Troubleshooting resumed without live logs. The tse asked caller to remove sterile adapter (sa) and straighten drape, and then reinstall sa and instrument. Caller did so but issue persisted. Caller informed they had tried three different instruments on arm 4 but all had the same issue. Instruments worked fine on the other arm. The tse asked caller if cannula had been checked for obstructions, caller stated they have, and no obstructions were found. The tse guided caller through a power cycle but issue still present after startup. System connected to onsite briefly after restart but shortly after the connection was lost again. Onsite connection issue will be captured on separate complaint. The tse asked caller if they can proceed with surgery using only three arms and the caller stated they could, and surgery was resuming. Call was then handed over to nurse who informed the tse that drape had also been replaced prior to call, with no improvement to reported issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting insertion axis on arm 4 was stuck, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found some tape stuck on insertion axis, which made it unable to move. The fse removed tape and tested system. The system was tested and verified as ready for use. The complaint regarding insertion axis arm 4 stuck was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.